Event description:
No recharge efficiency bars were ever filled on the implantable neurostimulator recharger when recharging the neurostimulator. The pocket was revised, using the same pocket. Recharge coupling was not tested intraoperatively. After revision, the recharging coupling problems continued. The pocket appeared to be less than 1 cm deep. Two separate rechargers were unsuccessfully used. The pt had originally only recharged the device about 19 minutes, but later tried for about 5 hours over 1 weekend. Almost no charge got into the battery; the battery voltage didn't increase at all. The implantable neurostimulator battery was just above 25% full; no over discharges were found. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.